Manufacturer narrative:
Product analysis: the distal tip of the device was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 5th-8th distal stent segments were deformed with raised struts. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was attempted to use a resolute onyx drug eluting stent to treat a moderately calcified and tortuous lad lesion exhibiting 90% stenosis. The lesion was pre-dilated. The device was removed from its packaging and inspected with no issues noted. Negative prep was performed successfully. It was reported that resistance was encountered when crossing the lesion and the stent was not delivered. The device did not pass through a previously deployed stent. The device was removed from the patient and noted to be damaged. No patient injury reported. The procedure was completed with another resolute onyx stent. Please note that this device, resolute onyx, is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.